Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation of image defects was not confirmed. The device evaluation found flooding and breakage of connector side stress boot at the cable section. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that the cable was flooded due to the breakage of a stopper on the connector side of the cable section, resulting in temporary communication failure and temporary image defects. A device history review revealed no issues that could have caused or contributed to the reported issue]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor image quality. There were no reports of patient harm.